Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was rebooting without user intervention after changing the cartridge. It was reported that the pump was cracked and the battery cap was unable to be secured properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: evaluation revealed that the battery compartment was cracked from the threads to the case seal. There was no corrosion found in the battery compartment. The threads on the battery compartment and battery cap were intact; no damage was observed. The battery cap was able to fully tighten to the pump. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.